Event description:
Info received indicates the head section is moving up by itself.

Manufacturer narrative:
The tech found the head up switch stuck on the left siderail. The tech replaced the left siderail caregiver board to repair the bed.